Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue and rv (right ventricular) undersensing.

Event description:
It was reported that in (B)(6) 2015 there was seen undersensing of the right ventricular (rv) lead during ventricular tachycardia (vt) delaying therapy (consecutive vt counter). Looking at the traces it seems to be due to variable amplitude size (small signals following large signals) and the patient is known to have polymorphic vt. The sensing configuration was changed to tip - coil, which improved r-wave and no further undersensing was seen. The lead remains in use. No patient complications have been reported as a result of this event.